Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - persona stemmed 5-degree tibia catalog 42532007102 lot 63080434; persona ve all poly patella catalog 42540200032 lot 63014951; persona uc ve articul surface catalog 42522200513 lot 62880666; unknown bone cement. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00392, 0002648920-2017-00393, and 1822565-2017-04003.

Event description:
It was reported that the patient underwent a right knee revision approximately two years post implantation due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time.